Manufacturer narrative:
Medwatch sent to FDA on 03/01/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported prior to injection patient was pretreated with xylanest and then injected to the temples and cheeks with juvederm voluma with lidocaine. Six days later patient developed swelling and pressure pain in the treated area including the eye area. Two days later patient was reviewed and the left side was swollen and a blue stain was visible, additionally noted as a hematoma. Patient was injected with hylase. A week later patient was injected with additional hylase and treated with fractional laser. Patient was also prescribed urbason. Symptoms are ongoing.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling, pressure pain, blue stain, and hematoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of swelling, pressure pain, blue stain, and hematoma as follows: undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Haematomas. ¿coloration or discolouration of the injection area."

Event description:
Healthcare professional reported prior to injection patient was pretreated with xylanest and then injected to the temples and cheeks with juvederm voluma wiith lidocaine. Six days later patient developed swelling and pressure pain in the treated area including the eye area. Two days later patient was reviewed and the left side was swollen and a blue stain was visible, additionally noted as a hematoma. Patient was injected with hylase. A week later patient was injected with additional hylase and treated with fractional laser. Patient was also prescribed urbason. Symptoms are ongoing.